Manufacturer narrative:
Product not returned.

Event description:
The dentist reported that the abutment screw fractured and the implant was removed.

Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant as there appeared to be a fragment of a broken screw in the internal thread of the returned implant. The complaint was confirmed. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿